Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005, and mesh was implanted and on (B)(6), 2007, mesh was implanted again. It was reported that the experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revisions on (B)(6) 2007 and (B)(6) 2008 due to mesh erosion and sui. Patient also underwent mesh revision on 06/15/2009 and (B)(6) 2009 due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.